Event description:
A caller reported a malfunction on a pump, identified by the fault ID 0-0x277d with a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.